Event description:
The dealer called in and reported on (B)(6) 2011 that the right side caster assembly has been loose since the wheelchair was received in (B)(4) 2010. Dealer claims they have tightened the nuts and bolts, but the hardware threads will be stripped if they keep tightening it to fix the loose caster assembly. No serious injuries reported for this complaint. On (B)(4) 2011, a sunrise medical (us) llc internal failure investigator completed a preliminary visual examination of the caster assembly and determined that this may be a malfunction. The housing threads are oversized and stripped. There is no known root cause at this point in the investigation.

Manufacturer narrative:
The complaint is being addressed by an on going investigation and any necessary mechanical testing. An hhe and hra have been initiated. When the health hazard eval is complete a supplemental report will be submitted.